Event description:
It is reported patient had surgery to install a digit widget to straighten a flexion contracture. Physician reported he prescribed an antibiotic 10 days post operative.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
It is reported patient had surgery to install a digit widget to straighten a flexion contracture. Physician reported he prescribed an antibiotic 10 days post operative.